Manufacturer narrative:
Obituary was obtained via online search and date of death was reported as (B)(6) 2016. Review of pump data by quality engineering: pump log data is only available through (B)(6) 2016 at 12:29pm. Pump data showed that the user requested multiple back to back food boluses that exceed their max bolus setting, while not entering blood glucose (bg) levels. This practice could have an effect on bg levels. The insulin pump operated within specification, and there is no evidence that the pump malfunctioned or experienced a failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer died on (B)(6) 2016. The cause of the death was unknown. The territory manager stated that the customer had several health conditions aside from diabetes and that the customer had not been compliant with their diabetes management. There was no device issue reported. Although requested, additional information regarding the event was not provided.